Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation of a stuck guidewire was able to be confirmed. The guidewire was stuck and it was unable to be removed due to dried blood at the tip region of the lead. This lead is designed with an open-tip.

Event description:
It was reported that during an implant procedure, this left ventricular (lv) lead was being positioned in the patient but the guide wire got stuck inside the lead. The physician decided to remove and replace the lv lead prior to pocket closure and it was never in service. No adverse patient effects were reported.